Event description:
Event description cpi received information that this endotak lead had dislodged four months after implant. Due to elevated thresholds and decreased sensing, the rate sensing portion was removed. The high voltage portion remains actively implanted. A new rate sensing lead was added to the system.